Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to clinic, myopotential oversensing was observed upon review of the stored non-sustained rv oversensing episodes. Programming changes were recommended. No further information is available.